Manufacturer narrative:
(B)(4).

Event description:
Customer reported when the respiratory therapist attempted to advance the ett, the clip on the device snapped and broke. The patient extubated and was quickly re-intubated. Customer reported there was no desaturation or harm to the patient. The patient's condition was reported to be fine.

Event description:
Customer reported when the respiratory therapist attempted to advance the ett, the clip on the device snapped and broke. The patient extubated and was quickly re-intubated. Customer reported there was no desaturation or harm to the patient. The patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The manufacturing site reports that power choice had carried out the static test as per the astm 2726 for each lot produced and there were no lots rejected in house due to the same issue as reported by the complainant. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.